Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address fell and loosening of the tibial component at the cement to implant interface. Competitor cement was used. Patient fell more than once on operative knee fracturing the patella. When knee was exposed in surgery the constrained tibial insert (size 3 6mm) was 180 degrees backwards. The post had a significant piece sheered off. It appears and in the surgeon's best judgement, that the fall created enough flexion laxity that the poly spun 180 degrees and relocated itself. Doi: (B)(6) 2021, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records (DHR) was performed. The review found the product code 151710306 work order (B)(4) was manufactured on 21-feb- 2019. 11 parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. 1 part scrapped under scrap code a211: scratches. This scrap code has no correlation with the complaint failure mode. No reprocessing associated with this lot. A full review of the DHR and oms history was completed. There was no in process deviations found that could be linked to the complaint failure mode while the parts were being manufactured. Therefore, this complaint was deemed non-verifiable through the device history record review. No further action is required.